Event description:
Healthcare professional noted ¿small effusion medially¿ and ¿small amount of fluid is visible between the fibrous and the real capsule¿.

Event description:
Patient reported right side "pain and swelling in one breast," and "discovered fluid". Healthcare professional noted ¿small effusion medially¿ and ¿small amount of fluid is visible between the fibrous and the real capsule¿. Healthcare professional reported "health issues" and "swelling/pain in the right breast". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, and red particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported unknown side "pain and swelling in one breast," and "discovered fluid". Device remains implanted.

Event description:
Healthcare professional reported "health issues" and "swelling/pain in the right breast". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., b.6., d.4., h.4., h.6.

Event description:
Patient reported right side "pain and swelling in one breast," and "discovered fluid". Device remains implanted.